Manufacturer narrative:
(B)(6). The actual device was not available; however, a video of the sample was provided for evaluation. Based on the provided pictures and the video, no defect that could cause the reported event was identified on the impacted prismaflex m150 sets c. The cause of the condition could not be determined. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that, during treatment, 3 units of prismaflex m150 set had lots of air bubbles in the deaeration chamber issue. The source of the air was found to be the pbp line near the pump segment. The treatment was discontinued with blood restitution. There was no patient injury or medical intervention associated with this event. No additional information is available.